Event description:
The customer reported that the device fails on the defib side of opcheck.

Manufacturer narrative:
(B)(4). The customer reported that the device fails on the defib side of opcheck. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.